Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. It is likely that the root cause is related to a pipetting issue due to poor sample quality as fibrin was found in the second sample tube. Another possible root cause for this event may be insufficient maintenance.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin t hs assay (tnths) on a cobas 6000 e 601 module (e601). The patient had a first sample collected and this sample resulted as 154.1 pg/ml. A second sample was collected from the patient 2 hours later and tested. This sample initially resulted as 8.56 pg/ml and this value was reported outside of the laboratory to the emergency room. The emergency room called the laboratory because the result did not match the result from the first sample. The sample was repeated, resulting as 212.4 pg/ml accompanied by a data flag. A third sample was collected from the patient and this sample resulted as 158 pg/ml. The customer performed a visual check of all three sample tubes and found fibrin in the second sample. The customer removed the fibrin. All three samples were tested on a different analyzer and all results were close to 150 pg/ml. An additional repeat of the second sample was performed on the analyzer, resulting as 162 pg/ml. When repeated on a different analyzer, the second sample resulted as 164.8 pg/ml. No adverse events were alleged to have occurred with the patient. The tnths reagent lot number was 176452. The reagent expiration date was asked for, but not provided. The field service engineer did not find any issues with the analyzer. He stated that the mixer, reagent probe, and both grippers were good. The laboratory temperature was within specifications and the humidity was 27%. No evidence of a general reagent issue was found.